Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was noted that the distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, and there was blood in/on the helix mechanism and sleevehead.

Event description:
It was reported during implant that the helix got stuck after just one attempt. The physician reported that while handling the lead it seemed more stiff and had extra torque after extending the helix. The lead was not used. A new lead was implanted. No patient complications reported as a result of this event.